Event description:
It was reported that the clinician was unable to interrogate the pacemaker. Boston scientific technical services (ts) was consulted and assisted with troubleshooting wand location without success. It was noted that the pacemaker was implanted approximately eight and a half years earlier, so the battery may be too low for the remote monitor to read the device. The clinician noted they would request for a field representative to come interrogate the pacemaker. The local field representative noted they were unaware of the situation. The clinic has been contacted in an attempt to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.